Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided after new initial report was submitted. The additional information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
It was reported the customer was deceased. The customer's daughter reported her mother had passed away on (B)(6) 2014. The daughter also reported the customer was in a hospice and had been admitted to the emergency room three times prior to her death. It was also found the customer had passed away from organ failure and complications from her renal disease. The daughter also reported her mother had congestive heart failure and stage four kidney disease. The customer was also on dialysis for four years and was ill for three years before her passing. It was also reported the customer was admitted into the hospital on (B)(6) 2014 and had her insulin pump removed on (B)(6) 2014. The customer's insulin pump will be returned for analysis. No additional information provided.